Event description:
Product returned by rep. Tino frausto with oos report indicating explant and replacement with crt-d. Comments: "system explanted due to leftside pocket pain and left pocket thinning. Patient to be upgraded to bi-v."